Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that burning smell and smoke was coming out of the right side of the immulite instrument where the fan filter is located. The customer suspected that the power supply malfunction potentially caused the event. The power supply may have been changed. Customer did not provide additional information and stated the instrument is operational.

Event description:
An operator observed burning smell and smoke coming from the immulite instrument. The operator shut down and unplugged the instrument. There were no reports of adverse health consequences due to the smoke and burning smell. There were no testing delays or impact to testing patient samples.